Event description:
It was reported that during a rotational atherectomy treatment procedure, the wire fractured. The physician experienced difficulty inserting the proximal end of the wire in through the rota burr and resistance was felt as the burr was advanced over the wire. When the burr was rotated the wire fractured outside of the pt. The physician attempted to insert a new wire but was unable to as the burr was damaged. There were no pt injuries or complications reported.